Event description:
During cardiomems implant procedure the physician was unable to advance the cardiomems delivery catheter past the left pulmonary arch. The physician reported the curve of the arch was too severe for the distal end of the catheter to bend around. Resistance was met while backing the delivery system out through the sheath due to the distal end of the sheath being collapsed. Everything was removed from the patient and a new sheath and sensor were obtained for a second attempt. Just after advancing to the target location with the second sensor, the guidewire position was lost and the physician decided to abandon the procedure. Second sensor attempt is reported under MDR- (B)(4)/ 3004936110-2023-00967.

Manufacturer narrative:
The following components were received in the return: the delivery system catheter with tethered sensor, the packaging hoop, and the flash drive. The visual inspection of the length of the catheter showed a small kink on the distal end consistent with damage during use. A test sheath was used to reproduce the event of pulling the delivery system back out. The retraction of the system was successful. There were no abnormalities observed with the hub of the catheter. The returned catheter outer diameter was found to be within specification with a 0.0490 in. Thickness at distal end and .0495 in at the proximal end determined by thickness gauge. The visual inspection of the tethering and skives showed no abnormalities. The tethering pattern was correct. The sensor showed no gross damage during the visual inspection. The width of the sensor was found to be within specification with a width of 2.21mm, 2.05mm, and 2.03mm determined by a digital caliper. The results of the investigation are inconclusive as we cannot determine the root cause of the kink and were not able to reproduce the resistance in retracting the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.